Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (321 mg/dl). Customer changes the cartridge and infusion set every 3 days. Customer performed troubleshooting and stated pump appears to be delivering as expected.